Event description:
The facility reported a flogard infusion pump with an alarm f38. It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an "f38" was confirmed in the sample evaluation task. The cause was damaged force sensing resistors (fsrs) in the tube load detection circuitry. Service replaced the fsrs to resolve the reported problem.